Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited low pacing impedance and noise oversensing causing inhibition of atrial pacing. The atrial lead was capped and replaced (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.